Event description:
It was reported that (1) device was used during a laparoscopic choleystectomy. Ite was reported by the rep that the al326 clip misfired and jammed sideways in the applier. The surgeon attempted to remove the clip from the applier, but the clip would not move. When the surgeon pulled the applier out, the jaws of the applier fell into the patients abdomen. The 5mm port was converted to a 10/11mm port to remove the object. There was an extend or time 15 minutes.